Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). The returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure due to lack of coverage. No malfunction was suspected.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.